Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
The customer reported that she had a low blood glucose after she performed a bolus delivery for 80 grams of carbohydrates. The customer's blood glucose was in the 50 mg/dl to 59 mg/dl range. The customer did not wish to troubleshoot, citing that the issue was not with the insulin pump, but her absorption of insulin. The customer also received a threshold suspend alarm with a low warning of 40 mg/dl on the date of reporting, while her blood glucose was 275 mg/dl. Nothing further was reported.